Event description:
It was reported by the neurologist that the patient's parents stated that the patient had to have his first vns generator replaced 6 months after implant because the "device had water in it" and was not functioning. In the implant history to the manufacturer, the patient was initially implanted on (B)(6) 2001 and has had three battery replacements due to end of service on (B)(6) 2011. Follow-up with the surgeon's office that performed the initial implant and first replacement found no other known procedures other than what was in the manufacturer records. The neurologist's office that reported the event had no other information. Attempts for further information from the patient's previous neurologist have been unsuccessful to date. No adverse events have been reported.